Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawers were failed. A field service engineer (fse) found that the drawer had no lights and replaced both the drawer controller board and the interface board. The fse then secured all connections, tightened the hard stop, and tested the drawer using the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers were failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.